Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician extended and retracted the helix several times while attempting to position an atrial lead. On the last attempt, inserting a stylet was difficult although it did advance with some force. The helix would not retract or advance further, despite multiple turns with the attachment tool. The lead was removed and a new competitor lead was implanted without difficulty. The patient condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.